Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the surgeon was final tightening the set screw using the torque handle, but the torque handle did not limit the amount of torque and caused the tip of the driver to break off in the set screw. The tip was removed from the patient so the patient did not retain a foreign body. There was a surgical delay of less than 30 minutes. There was no reported patient harm associated with this event.